Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. An analysis on the returned sample was performed and upon examination the sample there were no signs of visual defect observed. Air flow testing of the sample showed no blockage. No obstruction could be observed at the "y" site of the inflation funnel junction upon visual examination. A depression mark similar to a clamp mark was observed. Testing inflation lumen was not possible due to obstruction beneath the clamped mark. Evaluation of the upper shaft showed no signs of a visual defect or a collapsed inflation lumen. Based on the above investigation, malfunction of the product was due to clamping of the catheter shaft occurs during the catheterization process where the inflation lumen was found to have totally collapsed thus, restrict/prevents the deflation process. No additional event/pt details have been provided to date. Should any additional info become available a follow-up report will be submitted.

Event description:
Complainant reported non-deflation of the device. Complainant stated they received a sample cut into two (2) pieces. The small portion with the "clamp mark" was attached to the portion containing the inflation/deflation valve. The other half consisted of the balloon end of the catheter. Using a cannula fitted to a syringe, they were able to inflate and deflate the balloon through the irrigation lumen. They tried to achieve bidirectional flow on the other (valve) portion of the catheter. They could not inject water through the inflation/deflation valve. Flow in the opposite direction could not be achieved. The portion with the "clamp mark" was cut and testing was repeated with each individual portion. Water would not flow through the severed piece with the "clamp mark;" however, after removing this piece from the valve portion of the catheter, they were able to achieve bidirectional flow. The product was removed from the pt by cutting the catheter in half above the "clamp mark."